Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited elevated pacing thresholds. The physician elected to cap the rate sense portion of the lead, and implanted a separate sensing lead. Shock impedances prior to the revision were within normal limits. Post revision dft testing resulted in a yellow shorted lead warning, demonstrating a low shock impedance of <20 ohms. The physician elected to cap the lead, and implanted a new defibrillation lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.